Event description:
It was reported that the patient experienced a loss of efficacy. An impedance check confirmed a high impedance of >5k on contacts 10a, 10b, and 9b). Potential environmental/external/patient factors that may have led or contributed to the issue were not identified. Per patient request the lead was explanted and replaced as a surgical intervention. The issue was reported resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3300542, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device (b3300542 s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.